Manufacturer narrative:
Lumenis investigated the reported event by contacting the user facility directly. Five (5) attempts have been made by three (3) phone calls and two (2) emails to obtain; patients treatment settings, patients information, patients photos. No information has been provided by the user facility. Lumenis has not been contracted to service the subject device, therefore no examination of the subject device occurred following the adverse event. Although no information was provided by the user facility about the service history of the device, lumenis cannot rule out that service by unauthorized third party service providers may have contributed to the reported adverse event. The last time the device was under preventive maintenance was on may 2018. On the date of the event, the device was not under lumenis' warranty or contract. From case: on 05-31-2019 - customer will back to confirm if they want to proceed with service since its not covered under service warranty. On 06-12-2019 - called the customer on (B)(6) to check if they want to proceed with service call-busy line/ emailed the customer too. On 06-17-2019 - emailed the customer to check if they still require service / email confirmation from (B)(6) saying that they don't need service as of now. While the information received to date does not confirm that a serious injury nor malfunction had occurred, because of the lack of information the company is reporting the event in an 'abundance of caution'. Should additional information become available, the complaint record will be updated accordingly, and a follow-up medwatch report will be submitted.

Event description:
A user facility reported that one (1) patient sustained burn of unknown severity to an unknown body part following treatment with lumenis lightsheer duet laser. No report of serious injury or medical intervention has been received except for the initial report from the user facility.